Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Note: creation of UDI was not a requirement at the time of manufacturing of this device. And had not yet been implemented in production.

Event description:
The following was reported, to hamilton medical ag: (1) detailed complaint and failure description: self test failed. Technical fault (tf) 431002 (blower disconnected). (2) health effects/health impact: health effects: no clinical signs, symptoms or conditions were observed or reported. Health impact: no adverse health consequences or impacts occurred, during the event.